Manufacturer narrative:
DHR review for batch 7155778 (p/n 309657): manufacturing dates: 7/07/2017 ¿ 7/10/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7155778 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one loose 3ml assembled syringe was received by bd canaan and reported to be from batch #7155778 (p/n 309657). The sample was visually evaluated. The syringe was found to have missing and distorted print. Damage to the barrel flange was also observed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was incorrect labeling/printing on the 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, before use. There was no report of injury or medical intervention.